Manufacturer narrative:
Device evaluated by MFR: the device was returned stuck inside a non bsc catheter together with a rotating hemostatic valve, pusher wire and a coil. Visual inspection observed the distal end of the coil was protruding from the tip of the non bsc catheter. Blood was noted on the coil fiber bundles. The pusher wire and coil were inspected and no anomalies were noted. Microscopic inspection noted the proximal end of the pusher wire had a smooth surface and observed no anomalies on the pusher wire interlocking arm. The main coil zap tip also had a smooth surface and no anomalies noted as well on the coil interlocking arm. Inspection of the dimensions that could be measured were noted to be within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu indicates: "in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device." (B)(4).

Event description:
It was reported that the coil protrusion from the catheter's tip occurred. The target lesion was located in the mildly tortuous and moderately calcified right popliteal artery. A 3mm x 6cm interlock¿ was selected for use. During procedure, when the occluded lesion on the right popliteal artery was treated, a vessel perforation occurred which was caused by a non-bsc guidewire. Since blood flow was confirmed outside the blood vessel, local hemostasis was performed using this device. A non-bsc guidewire was advanced first and a non-bsc catheter was then delivered towards the target lesion. Subsequently, it was noted that the target blood vessel was tapered from 3mm to 2mm thus a 3mm x 2.5mm x 22mm vortx-18 fibered platinum coils was placed first in the distal part and then this interlock device was advanced. However, it was noted that the coil became stuck inside the non-bsc catheter. The coil was pulled out of the patient's body together with the non-bsc catheter and around 1cm of the coil was protruding from the catheter's tip when checked. Procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the coil protrusion from the catheter's tip occurred. The target lesion was located in the mildly tortuous and moderately calcified right popliteal artery. A 3mm x 6cm interlock¿ was selected for use. During procedure, when the occluded lesion on the right popliteal artery was treated, a vessel perforation occurred which was caused by a non-bsc guidewire. Since blood flow was confirmed outside the blood vessel, local hemostasis was performed using this device. A non-bsc guidewire was advanced first and a non-bsc catheter was then delivered towards the target lesion. Subsequently, it was noted that the target blood vessel was tapered from 3mm to 2mm thus a 3mm x 2.5mm x 22mm vortx-18 fibered platinum coils was placed first in the distal part and then this interlock device was advanced. However, it was noted that the coil became stuck inside the non-bsc catheter. The coil was pulled out of the patient's body together with the non-bsc catheter and around 1cm of the coil was protruding from the catheter's tip when checked. Procedure was completed using a different device. No patient complications were reported and the patient's status was stable.